Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
Patient reports unable to finish treatment due to the aligners causing the gums to recede and now suffer from sensitivity on most of the teeth along the gum line. The teeth crowding has gotten worse.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.